Event description:
In this event it was reported that a eddy irrigation tips had broken. This is for complaint 5 of 18. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.